Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with sharps safety needles. The customer reports: personnel from production notified incoming quality that twenty needles were found to have a split on the needle hub. No patient involved.